Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the left breast capsular contracture was baker grade iii. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On february 25, 2020, mentor became aware that the suspect medical device has been discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 12, 2020, mentor became aware that the correct date of implantation for the suspect medical devices was (B)(6) 1995. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered right side deflation and left side capsular contracture; baker grade unknown, post-operatively. As a result, the patient underwent bilateral removal and replacement with two 395cc mentor memoryshape breast implants on (B)(6) 2019. This medwatch form is for the left breast prosthesis.